Event description:
It was reported that, during an emergency follow up, the field representative noticed noise on the atrial channel of this right atrial (ra) lead, much more marked when performing evocative maneuvers, which led to oversensing and pacing inhibition. Additionally, the atrial sensing had dropped and at times the pacing impedance was high out of range with intermittent jumps. A fracture is suspected. The physician decided to program the device and scheduled a revision of this ra lead. This ra remains in service. No adverse patient effects were reported.

Event description:
It was reported that, during an emergency follow up, the field representative noticed noise on the atrial channel of this right atrial (ra) lead, much more marked when performing evocative maneuvers, which led to oversensing and pacing inhibition. Additionally, the atrial sensing had dropped and at times the pacing impedance was high out of range with intermittent jumps. A fracture is suspected. The physician decided to program the device and scheduled a revision of this ra lead. This ra remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient underwent an atrial lead revision, then the broken atrial lead was surgically abandoned, and a new ra lead was implanted. No additional adverse patient effects were reported.